Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified left superficial femoral artery. After the guidewire crossed the lesion, a 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.